Manufacturer narrative:
Examination was not possible, as no product was returned. The investigation was limited to the info provided; as the product code and lot numbers required to review the device history records and complaint history were not provided. The investigation could not verify or draw any conclusions about the reported event based on the provided information. The initial report states that it is not suspected that the product failed to meet specifications or contributed to the reported event. The need for corrective action is not indicated. Should add'l info be rec'd, the investigation will be reopened. Depuy considers the investigation closed.

Event description:
Pt revised because of polyethylene wear.